Event description:
The customer reported intermittent v1 and v2 leads.

Manufacturer narrative:
(B)(4). The customer reported intermittent v1 and v2 leads. The complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.